Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during preparation when the physician removed the forceps from the package they dropped on the floor. It was noted the forceps tip were bent. The physician reported that the fall to the floor did not create enough force to bend the tip of the forceps. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during preparation when the physician removed the forceps from the package they dropped on the floor. It was noted the forceps tip were bent. The physician reported that the fall to the floor did not create enough force to bend the tip of the forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was not returned. The fracture surfaces presented no apparent material voids, inclusions or other casting imperfections that might have contributed to the failure. The returned unit was consistent with the complaint incident that the hemostat broke. Although physical analysis of the fracture surface revealed no apparent material voids, inclusions or other casting imperfections that might have contributed to the failure, this hemostats batch was referenced in previous returned broken hemostats, therefore the most probable root cause is supplier manufacturing. An investigation is ongoing related to this issue. A review of the device history record (DHR) was performed for lot 14599530 and revealed no issues related to the reported complaint.